Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver vancomycin at 167ml/hour with a volume to be infused of 515ml. It was reported that drops were noted in the drip chamber at the initiation of therapy. When the pump display indicated that 217ml had been delivered, the nurse noted that the IV bag was still full, and no fluid had been delivered. There was no pump alarm. The nurse reported that the tubing was properly loaded in the tubing channel. The tubing was repositioned twice, with no flow noted. The pump was replaced and therapy was continued using the same IV tubing set. There was no adverse effect to the patient. The patient's IV access remained patent. Though requested, there was no additional information available.